Manufacturer narrative:
Additional narrative: the complaint device is not available for a physical evaluation. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10196, 1221934-2017-10197.

Event description:
The affiliate reported via email during a rotator cuff procedure the anchor broke during insertion. The same thing happened on 3 anchors then a 4th was deployed successfully. This surgeon has been using this anchor for many years and has never had an issue before. Case delayed by 20 minutes. No ae to patient. Patient outcome post surgery - successful cuff repair.